Manufacturer narrative:
The reported condition of backflow was not confirmed or duplicated, therefore an assignable cause could not be determined. Batch review was conducted with no abnormality observed. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).

Event description:
This is a report from baxter-(B)(6) that an infusor device released a back flow of 100 ml saline solution from the filling port. The reported condition occurred during filling. There was no patient injury or medical intervention. No additional information is available.